Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The activated clotting levels were >250ms and heparin was administrated. The amulet was implanted as per instructions for use (IFU) without any complications. Post procedural > 48 hours a pericardial effusion was noted which lead to cardiac tamponade. The physician compared the pre report and confirmed the pericardial effusion existed before implantation. A pericardiocentesis was performed. The patient was reported stable.

Manufacturer narrative:
An event of pericardial effusion that led to cardiac tamponade was reported. Information from field indicated that the patient¿s monitored activated clotting time was >250ms and heparin was administered. Reportedly, physician compared the pre report and confirmed the pericardial effusion existed before implantation, which could have been exacerbated by the procedure leading to the complications being reported. A pericardiocentesis was performed and the patient was reported as stable. A returned device assessment could not be performed as the device remains implanted and not returned for analysis. Based on the information received, the cause of the reported pericardial effusion which led to cardiac tamponade may be due to pre-existing pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The activated clotting levels were >250ms and heparin was administrated. The amulet was implanted as per instructions for use (IFU) without any complications. Post procedural > 48 hours a pericardial effusion was noted which led to cardiac tamponade. The physician compared the pre report and confirmed the pericardial effusion existed before implantation. A pericardiocentesis was performed. The patient was reported stable and discharged on (B)(6) 2024.